Event description:
The clinician reports the implant was inserted 2025-01-13 in ada 23. Details of surgery: implant surface not completely covered with bone. On 2025-04-03, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.